Event description:
The reporter called the manufacturer to request a representative be present during an ICD implant. The reporter indicated that a vns patient had experienced a heart attack. The patient had been defibrillated "numerous" times the day of his heart attack, prior to the ICD implant. The vns system was checked and found to be working appropriately. The vns generator was disabled for the ICD surgery. The ICD implant was performed; the ICD was placed in the patient's right chest, leaving the vns system on the left side. Following the surgery, the vns generator was turned back on to the previous settings. It was tested with ICD, and the systems were found to be working appropriately. There is no evidence suggesting that the vns therapy system caused or contributed to the reported event.